Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, the active exhalation control module was found to be broken. The observed damage was consistent with the device being dropped. The device's active exhalation control module was replaced to address the issue.